Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient received a blood glucose result of 500 mg/dl. The patient experienced elevated blood glucose symptoms of feeling dizzy and weakness in his legs, and called for an ambulance. The blood glucose result and treatment provided by the emt's was not provided. At the hospital the patient received an infusion. The blood glucose results obtained at the hospital were not provided. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.